Manufacturer narrative:
E1 - (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped, the heater was damaged, component failure of the light guide bundle, white dot, component failure of the charged coupled device (ccd), component failure of the heater. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dark image and chipped light guide bundle was due to component failure of the light guide bundle, the damaged heater was due to component failure of the heater, and white dot image occurred due to component failure of the charged coupled device (ccd). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had a dark image. The event occurred during inspection for use. There were no reports of patient harm.